Event description:
It was reported that this patient was presented to the hospital due to multiple inappropriate shocks in the primary sensing vector. The device is currently programmed to the secondary sensing vector, although a prior dates attempt to perform automatic setup showed all sensing vectors not being optimal. A stress test was performed in the secondary sensing vector and the patient was not able to continue the test for a long period of time and the max ventricular rate seen was 111 beats per minute, which was below the currently programmed conditional zone. A request for a technical review was needed. Technical services (ts) reviewed and discussed the episodes where inappropriate shocks were seen. Ts noted that according to x-ray pictures a new screening test may need to be performed to solve the myopotential oversensing/noise leading to inappropriate shocks. Ts noted that the physician may decide to replace the device with a transvenouis implantable cardioverter defibrillation. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was presented to the hospital due to multiple inappropriate shocks in the primary sensing vector. The device is currently programmed to the secondary sensing vector, although a prior dates attempt to perform automatic setup showed all sensing vectors not being optimal. A stress test was performed in the secondary sensing vector and the patient was not able to continue the test for a long period of time and the max ventricular rate seen was 111 beats per minute, which was below the currently programmed conditional zone. A request for a technical review was needed. Technical services (ts) reviewed and discussed the episodes where inappropriate shocks were seen. Ts noted that according to x-ray pictures a new screening test may need to be performed to solve the myopotential oversensing/noise leading to inappropriate shocks. Ts noted that the physician may decide to replace the device with a transvenouis implantable cardioverter defibrillation. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and evaluation conclusion code.